Event description:
Nurse inserted 22g saf-t-intima IV catheter and withdrew the stylet. When device was flushed, it leaked at the point where the catheter connects to the butterfly portion. Device was removed and another was successfully inserted in a new IV site. This is the second occurrence of this type in the same day. Both devices were from the same lot number but only one device was saved. The bd rep will be notified that they can pick up the device for examination.